Event description:
It was reported that consumer found unopened bd nano¿ ultra-fine¿ pen needles, 32g x 4mm and the expiration dates were missing on shelf cartons. The following information was provided by the initial reporter: it was reported that consumer discovered there were no expiration dates on shelf cartons. Lot # 4302119 & 4198428.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4198428, medical device expiration date: na, device manufacture date: 2014-09-24. Medical device lot #: 4302119, medical device expiration date: na, device manufacture date: 2014-12-03. Initial reporter state: address information was not able to be obtained, however, (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that consumer found unopened bd nano" ultra-fine" pen needles, 32g x 4mm and the expiration dates were missing on shelf cartons. The following information was provided by the initial reporter: it was reported that consumer discovered there were no expiration dates on shelf cartons. Lot # 4302119 & 4198428.